Event description:
It was reported ((B)(6)) the patient suffered a fall and lost stimulation from his octrode lead. The patient underwent revision surgery where the physician replaced the lead with a new one. The physician decided to replace the ipg preventively. There are no known issues with the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.